Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition; the oxygen sensor was replaced, which resolved the condition. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, an 840 ventilator generated an oxygen sensor malfunction. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.